Manufacturer narrative:
After receiving additional information from the surgeon, this event was found to be caused by patient anatomy. There is no indication of product failure or malfunction.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00214. Zimmer biomet reference number: cmp-(B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 4 years ago has been revised due to poor bone quality. Attempts have been made and additional information on the reported event is unavailable at this time.